Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b3.

Event description:
Patient reported left side "hard¿. Healthcare professional later reported capsular contracture baker grade IV with "cephalic malposition of the implant¿. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Patient reported ¿left side hard¿. Healthcare professional later reported left side capsular contracture baker grade IV with "cephalic malposition of the implant¿. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV

Event description:
Patient reported ¿left side hard¿. Healthcare professional later reported left side capsular contracture baker grade IV with "cephalic malposition of the implant¿. Device remains implanted.